Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for 8 hours with multiple basal rates. No error alarm noted during testing. However, the error alarm was found on the device history due to corrupted history file. The device was received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump is receiving frequent failed history check alarms. Operation test and self tests performed at troubleshooting and completed normally. Nothing further reported.